Event description:
It was reported bd q-syte luer access split septum had 1 instance of damage resulting in leakage, and 1 instance of leakage from a joint that did not appear damaged. The following information was provided by the initial reporter: "...one of the diaphragm joints was damaged, resulting in fluid leakage; one of the diaphragm joints was not damaged, but the joint leaked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary/ since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd q-syte luer access split septum had 1 instance of damage resulting in leakage, and 1 instance of leakage from a joint that did not appear damaged. The following information was provided by the initial reporter: "one of the diaphragm joints was damaged, resulting in fluid leakage; one of the diaphragm joints was not damaged, but the joint leaked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-sep-2022. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two q-syte devices in an opened package. Through the initial inspection, no defects were observed. The septum on both units were removed from the body of device to be further inspected for damage. A leak test was performed on the returned units using a luer lock syringe. Unit 1 had leakage observed though the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen alongside the column wall through the vent hole. Although the reported issue was confirmed for unit 1, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The leakage test for unit 2 found drops of media observed dripping from the vent hole of the septum. The bottom disk was inspected, and a circular tear could be seen. The tear created a flow path from inside the q-syte into the space between the top body and the septum column allowing leakage to occur through the vent hole. Your reported issue was confirmed and determined to be manufacturing related. This may occur due to misalignment between the reseat probe/part of the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported bd q-syte luer access split septum had 1 instance of damage resulting in leakage, and 1 instance of leakage from a joint that did not appear damaged. The following information was provided by the initial reporter: "...one of the diaphragm joints was damaged, resulting in fluid leakage; one of the diaphragm joints was not damaged, but the joint leaked."